Event description:
Information received from the patient via the manufacturer's representative reported they were a corrections officer and were assaulted by an inmate. The patient felt their implantable neurostimulator (ins) may not be functioning as normal based on the current location of the stimulation. No interventions had been performed at the time of report. The representative was waiting for an appointment with the patient the issue was reported as not resolved at the time of report. No surgical interventions occurred and it was unknown if any were planned. The patient status at the time of report was noted as "alive - no injury. The indication for use for the implanted device was noted spinal pain.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found reduced capacity due to overdischarge. Analysis identified that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to {x} overdischarge{s}. [Include if found in analysis]. The ins had no telemetry and no output when it was received for analysis. A normal recharge started after {x} physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated accelerometer test system. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs. After {1} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {1} overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} the ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. {} analysis determined the telemetry was acceptable. Section d references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they were hurt at their job and their implantable neurostimulator (ins) was damaged. The patient wanted to know if it would take a large amount of force to have the leads disconnected or come out of the anchors. It was noted that the patient already had their ins replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. The event is reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the implantable neurostimulator (ins) battery had been "mangled" in the assault. The patient reported they had been hit so hard that the leads were pulled out. They noted they had a scar further up their spine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient got attacked and an inmate tore out their stimulator because they hit them so hard that the wires came out of their spine. The implant was damaged. No further complications were reported or anticipated.